Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to duplicate the reported issue. The power pcb was replaced to solve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device power cycled multiple times during a call. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.